Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in the antebrachium shunt vessel. On the first inflation the wanda 4.0-40, 80 balloon ruptured at ten atmospheres. The balloon was removed intact. The procedure was completed with a bluemax 6x4mm. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was not folded or wrapped fully around the shaft of the device. There were traces of blood present inside the balloon. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon when a leak was noted. Visual and microscopic examination of the balloon observed two pinhole leaks in the balloon material. The first pinhole was located approximately 17mm and the second pinhole was located approximately 19mm proximal to the proximal edge of the distal markerband. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in the antebrachium shunt vessel. On the first inflation the wanda 4.0-40, 80 balloon ruptured at ten atmospheres. The balloon was removed intact. The procedure was completed with a bluemax 6x4mm. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.